Event description:
Allegedly, a home pt was diagnosed with peritonitis following a breach in aseptic technique while dialyzing themselves using the homechoice machine and associated dialysis products. Per the home pt's nurse, the home pt will not confirm the specific "user error" executed, however, when being asked if they thought they had caused their infection by not following proper procedures the home pt answered "probably". The home pt presented with pink, cloudly effluent and abdominal tenderness. Initial treatment included 1.5g ceftazidime & 2.5g cefazolin ip as directed, pending the effluent culture and sensitivity results. Post result treatment included 1.5g ceftazidime ip & 500mg ciprofloxacin po twice daily. To date no hospitalizaton was required.